Event description:
The patient reported being in the hospital due to heart rate in the 30-40 bpm range and the patient passing out. The patient also reported having issues since replacement of their ventricular lead. It was further reported that the patient was seen by physician and was fine when came in for the appointment. There were no changes made to medications or management and no reprogramming done. It was further reported by the patient to be still having problems around the pacemaker and can still feel the leads following emergency surgery to replace the defective lead. It was later reported that the patient is being observed to rule out possible infection. The patient is scheduled for an indium scan and transesophageal echocardiography (tee.) The pain persists, but the patient is currently otherwise fine. The device and lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient to be in the hospital due to heart rated being in the 30-40 bpm range and is passing out. It was also reported by the patient to be having issues since replacement of their ventricular lead. It was further reported that the patient was seen by physician and was fine when came in for the appointment. There were no changes made to medications or management and no reprogramming done. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.